Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: during investigation, the pump was returned with the battery compartment cracked along the side. Unrelated to the original complaint, the ok button on the keypad was over responsive while the rest of the buttons responded properly. There was no physical damage on the keypad. The ok button contacts were found to be cracked. The battery cap threads were found to be stripped and unable to secure. A test cap was used for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.